Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons on their device had started to stick and required multiple presses into register. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Manufacturer narrative:
Follow-up #1: date of submission 09/20/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 9/3/2013 with the following findings: visual inspection of the pump showed that there were some cosmetic defects but no visible damage to the rubber keypad. The contrast button was responding intermittently while the ¿up¿, ¿down¿ and ¿ok¿ buttons were responding properly. Contamination was found under the ¿up¿ and contrast button contacts upon removal of the rubber keypad. Unrelated to this complaint, investigation revealed that the battery compartment was cracked.